Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (600s mg/dl) the cause was not known and thought it might be related to diet/exercise and/or the pump. Water was consumed and the customer rested in an attempt to lower the bg. Due to the high bg, the customer was hospitalized on (B)(6) 2017 and was treated with an insulin drip. The customer's discharge date was not provided.